Event description:
Patient representative reports patient experienced "capsular contracture baker grade iii, tension pain, breast hardening, depression (not device related), anxiety." This relates to the right device. Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ anxiety - product/procedure: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ depression - ndr: not applicable as the event is not related to the device. Additional observations: ¿ deformation is observed. ¿ red particles observed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient representative reports patient experienced "capsular contracture baker grade iii, tension pain, breast hardening, depression (not device related), anxiety." This relates to the right device. Device has been explanted.